Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and she was vomiting continuously. The caller stated that the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.